Manufacturer narrative:
D4: the customer reported lot # h24s16021 which is not recognized by vantive. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with a cassette set which was described as the ¿white top of the patient line detached from the tube after connections were made¿. Upon discovering the issue a different cassette was used. The line was re-primed and dialysis continued without further issues. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d1: brand name: ni (previously submitted as homechoice disposable set with cassette) additional information was added to h6, g1, h11: g1: the device was manufactured at one of the following facilities: vantive healthcare - mountain home, 1900 n highway 201, mountain home ar 72653, united states. Vantive healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. H11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.